Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(6); batch: 19345475.

Event description:
The us complainant had placed a 5.5 pump for the support of a patient who had a heart transplant at age of 2. Patient admitted in with acute myocardial infarction / cardiogenic shock and heart failure. Patient had a venous-arterial extra corporeal membrane oxygenation (va ECMO) running while decisions being made as the patient was not a ventricular assist device or transplant candidate. The 2nd day of support the patient developed a gi bleed that prompted purge change to sodium bicarbonate and removal of heparin. The pump remains on for support now over a month later.